Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization, loss of consciousness and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient was taken to the emergency room (ER) with blood glucose (bg) values that dropped to 28 mg/dl. The patient could not move, had difficulty seeing and lost consciousness. For treatment, the patient was given baqsimi (glucagon) through their nose. The pod was worn between 36 and 48 hours on the abdomen. The patient was discharged after 3 days. The pod was discarded. Additionally it was noted the patient was not using the correct insulin.